Event description:
The pump arrived at the svc center with a note stating "infused IV over 3 hours instead of 7.5 hours". Several attempts have been made to contact the reporting facility and gather add'l info. No response from the reporting facility rec'd and there is no add'l info available.